Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The customer was unsure of the cause of the damaged patient line. A new cartridge was successfully loaded onto the pump. Blood glucose level was 307 mg/dl and a bolus via the pump was used to correct.